Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: since insufficient clinical details were provided, and neither product nor data logs were available for investigation, the cause of the hemolysis could not be determined. Device in wrong position: based on the clinical details provided that the pump had to be repositioned after transporting the patient, the cause of the positioning issue was determined to most likely be an unintended use error.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. Hemolysis was present, identified by a pfhg of 260 and amber-colored urine. Creatinine was elevated at 2.83. On echocardiography performed after transport, the impella cp was found to be deep at 5.4 cm and was repositioned under echo guidance to 3.7 cm. The p-level was reduced from p9 to p7. The patient¿s afterload was very high, exceeding 100 mmhg, and an afterload-reduction plan was initiated. The patient survived to explant. The reported device in wrong position had no impact on the patient¿s hemodynamics. The hemolysis requiring repositioning is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.